Event description:
It was reported by service report that the brakes will not remain engage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Drive link assembly, brake cam.